Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d2b ¿ procode: krd/hcg. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file. In the photo, the distal end of a galaxy device can be seen outside the introducer. The embolic coil can be seen severely stretched with the blue fiber exposed. The embolic coil remained attached to the resistance heat (rh). No other damages can be observed in the photo provided. A manufacturing record evaluation was performed for the finished device 30901465 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the coil getting stretched is confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a galaxy g3 mini 1.5mm x 3cm coil (glm915030, 30901465) became stretched in the aneurysm when it was pushed and pulled between an unspecified stent. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4) updated sections on this medwatch. Complaint conclusion: as reported by the field, during a coil embolization, a galaxy g3 mini 1.5mm x 3cm coil (glm915030, 30901465) became stretched in the aneurysm when it was pushed and pulled between an unspecified stent. There was no patient injury reported. No additional information is available. One photo accompanied the complaint file. In the photo, the distal end of a galaxy device can be seen outside the introducer. The embolic coil can be seen severely stretched with the blue fiber exposed. The embolic coil remained attached to the resistance heat (rh). No other damages can be observed in the photo provided. A non-sterile galaxy g3 mini 1.5mm x 3cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the coil was returned inside the introducer. Under magnification, the embolic coil was found to be severely stretched and it was noted that as a result of the stretching the internal blue fiber snapped. However, this remains attached to the resistance heating (rh), which was noted to be not softened. These conditions are consistent with the damages seen in the provided picture. No other damages were noted in the device. The issue documented a coil that was stretched was confirmed based on the appearance of the returned device. Stretching can occur during procedure handling where force may have been inadvertently applied. According to the risk documentation, friction is a potential issue that can occur during microcoil re-sheathing due an rhv not being adequately loosened or the introducer sheath being too tight within rhv, which can result in coil stretching. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. A manufacturing record evaluation was performed for the finished device 30901465 number, and no non-conformances related to the malfunction were identified. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.